Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with over 300 units of insulin, and the insulin gauge displayed a fill estimate 235 units. The customer's blood glucose level was 330 mg/dl, and was addressed with a correction bolus. The customer declined to perform troubleshooting with tandem technical support.